Event description:
During the patency test for the pudenz valve, the neurosurgeon pumped it but, the physiologic saline did not enter the valve well. He used another stock item. The pt was under the effects of a general anesthetic when the surgery was delayed for about 15 minutes. This event did no harm to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.